Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead could be fixed to the ventricle during implant. Lead was replaced. Patient was stable before, during and after the procedure.